Manufacturer narrative:
Field svc engineer (fse) troubleshot the report finding that the atp console board was locked up causing no fluoro. Fse replaced the atp console board and updated the worklist with the cr modality, and then verified proper operation per hut dr svc manual, sedecal generator svc manual, huestis collimator svc manual, and the infimed platinum one tech manual. A review of cts shows no similar issue reported on this unit. Urology sys returned to full svc by the customer.

Event description:
On (B)(6): customer reports via phone that during an undetermined urology procedure, the fluoro function failed. Staff completed the procedure using rad imaging capability. Customer provided no pt or procedural info other than to state the pt is fine. No reported injury.